Event description:
Boston scientific, crm received information that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) had a charge time of 20.2 seconds. At a previous follow-up, the charge time was 13 seconds. The physician was concerned that the device would reach elective replacement indicator (eri) early. No adverse patient effects were observed. The device was later explanted and replaced.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
A follow-up procedure has been scheduled. No further information is available. If additional information becomes available, this event will be updated. It is unknown whether the device will be returned for analysis. This report will be updated if the device is returned for analysis.